Event description:
My father received 2 pieces of dme through a medicare approved supplier, including an electric wheelchair, and hospital bed. The hospital bed, delivered about a week ago, partially collapsed while my father was in it after only 2 nights of use. This created an immediate safety risk and could have resulted in serious injury. In addition, the electric wheelchair (delivered about 8 months ago) has had repeated mechanical failures despite multi repair visits and is still not functioning reliably. These issues represent repeated equipment failure and pose ongoing fall and injury risk to an immobile patient. The supplier has attempted repairs in the past, but has not resolved the safety concerns and advises they will be out to fix "when they can". I am reporting this to ensure the safety of these devices are evaluated and to prevent harm to other patients. My father was actually hospitalized after the bed collapse as he had no way to be comfortable with no bed and no functioning wheelchair. Pt code: 4582. Device code: 1384. Ref: mw5186322.